Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that no image occurred due to faulty patient board. However, a conclusive root cause could not be determined. Per the legal manufacturer, the other device defect included in the initial medwatch has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had no image, black screen, no video image. The issue was found during the preparation for an unspecified diagnostic procedure in an outpatient unit. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image, black screen, no video image was confirmed due to faulty patient board set. The device evaluation also found worn out video connector latch causing poor connection with pigtails. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.